Manufacturer narrative:
(B)(4). Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Hardware low level failure (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on or off and increased/decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during self test. The customer stated they were able to clear the alarm and were able to complete the rewind process. It was reported that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.